Event description:
It was reported that the devices were difficult to remove and required an additional device. A carotid wallstent and filterwire ez were selected for use in a procedure to treat carotid disease. After successfully deployment of the carotid wallstent, the stent delivery system became entrapped with the filterwire ez. The filter was difficult to recapture into the retrieval sheath. As a result, the filter was snared into the carotid wallstent delivery system using an endovascular recovery maneuver. Both devices were removed intact. There were no patient complications as a result of this event. The procedure was completed with the original devices.

Manufacturer narrative:
Device eval by MFR: the device was received, and analysis was completed. During the product analysis a boston scientific 0.014 filterwire was successfully inserted through this device with no resistance experienced. The guidewire used by the customer was returned for analysis and was noted to be kinked. A visual and tactile examination identified no issues with the delivery system. The device was returned with the stent already deployed from the delivery system.

Event description:
It was reported that the devices were difficult to remove and required an additional device. A carotid wallstent and filterwire ez were selected for use in a procedure to treat carotid disease. After successfully deployment of the carotid wallstent, the stent delivery system became entrapped with the filterwire ez. The filter was difficult to recapture into the retrieval sheath. As a result, the filter was snared into the carotid wallstent delivery system using an endovascular recovery maneuver. Both devices were removed intact. There were no patient complications as a result of this event. The procedure was completed with the original devices.

Manufacturer narrative:
Device eval by MFR: the device was received, and analysis was completed. The device was returned in a deployed state. The investigator was unable to advance the guidewire through this device in a deployed state. The device was put in a undeployed state, and the guidewire was advanced through this device and removed with resistance experienced. The guidewire used by the customer was returned for analysis and was noted to be kinked. A visual and tactile examination identified no issues with the delivery system. The device was returned with the stent already deployed from the delivery system.

Event description:
It was reported that the devices were difficult to remove and required an additional device. A carotid wallstent and filterwire ez were selected for use in a procedure to treat carotid disease. After successfully deployment of the carotid wallstent, the stent delivery system became entrapped with the filterwire ez. The filter was difficult to recapture into the retrieval sheath. As a result, the filter was snared into the carotid wallstent delivery system using an endovascular recovery maneuver. Both devices were removed intact. There were no patient complications as a result of this event. The procedure was completed with the original devices.